Event description:
The service repair technician in (B)(6) reported that during routine testing of the device at the service center that the roller pump was not able to be booted up. There was no pt involvement.

Manufacturer narrative:
The reported complaint was confirmed. The roller pump did not boot up, the module generic board continuously reset, and the light emitting diode (led) continuously cycled. The suspect component uii on the generic board was placed and the roller pump operated properly. The unit was moved to the service center to assure all mfg specifications were met prior to returning to clinical use. No further action will be taken at this time. This report is being submitted to the FDA as a result of a retrospective review of product complaints.